Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large suture cut needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have a frayed grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the 8mm large suture cut needle driver instrument wire broke at the distal tip. The procedure was completed with a backup instrument, with no reports of patient injury.